Event description:
Customer reported experiencing issues with carts. There was no adverse impact to the customer¿s blood glucose level. The customer declined a call back from customer technical support, and no additional information was received regarding the outcome of the event.